Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient experienced a cerebrospinal fluid leak.

Event description:
It was reported the patient experienced a post-dural puncture headache. The signs and symptoms were headache and nausea. The severity was mild. It was related to the implant procedure. Intervention was epidural blood patch on (B)(6) 2012 and medication: no-doz (caffeine) 200mg by mouth q4h prn and zofran 4mg IV q8h prn. The outcome was resolved without sequelae. The pump was delivering dilaudid, droperidol and bupivacaine .

Manufacturer narrative:
(B)(4).